Event description:
The customer reported via phone call that she had a compromised force sensor system alarm. Customer's blood glucose was 300 mg/dl. Customer stated that the insulin was squirting out during the manual prime process. Customer stated that she is stuck in the rewind complete/bolus delivery loop. Customer was advised to disconnect from the pump. Customer stated that she does not recall the pump falling or being bumped. Customer stated that she wears the pump in her bra. Customer stated that the drive support cap is loose and she can kind of pull on it. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer stated that she has a back-up plan of needles and insulin. Customer also had a broken belt clip. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump passed the displacement test. The insulin pump was received without the original belt clip and with a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.